Manufacturer narrative:
Additional information: report source. A review of drawing, documentation, manufacturing instructions, specification and quality control data was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. The clinical investigation cites the IFU, noting that the catheter should be replaced every 6 months to reduce the risk of catheter fracture in the patient. The customer claimed that they change them every 12-18 months, thus it is possible that this contributed to the complaint. Without a returned device, the clinical investigation cannot rule out manufacturing related, user technique, off-label use, product handling, or human anatomy. As a part of the investigation, cook reviewed the documentation surrounding the chait percutaneous cecostomy catheter. This review considered the relevant manufacturing instructions, drawings, specifications, controlled trainings, risk analyses, quality controls, and labeling of this device. In particular, the stiffening cannula and catheter are verified for fit during quality control, confirming the lack of damage, kinking, and difficulty removing. It was determined that there are adequate controls in place to ensure the product is manufactured and used as intended. A device history record review and complaint search based on the lot could not be performed as the complaint lot number was not provided. Based on the provided information, no product returned and the investigation, a definitive root cause cannot be established or reported at this time. The appropriate personnel have been notified and cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that they experienced difficulty removing the chait tube off of the stiffened cannula of a chait percutaneous cecostomy catheter. The removal of the existing chait tub was reportedly uneventful, but when the foley was removed and the new chait tube was placed over the wire on the stiffened cannula, the difficulties were experienced. Eventually it could be removed; however, the 5 minute procedure was extended to 45 minutes, and the patient reported discomfort. The device is reportedly not available for return.